Event description:
It was reported that the patient's skin was punctured in two places at the thoracic level while using the tunneling tool during an implant procedure. The skin punctures were sutured, and the procedure was completed with a non-boston scientific tunneling tool. The patient did well postoperatively. The device was discarded by the facility and was not returned for physical analysis.